Event description:
It was reported that the bd hypoint¿ hypodermic needle was clogged. The following information was provided by the initial reporter: medication would not push through the needle. Patient stated she initially thought she might have hit scar tissue. She removed the needle and tried pushing medication but it would still not flow through the needle after applying a good amount of pressure and force. Patient used a different dose.

Manufacturer narrative:
Investigation summary: the batch involved in this complaint meet all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Unconfirmed: no evidence provided.

Manufacturer narrative:
H.6 investigation summary: unconfirmed: the batch involved in this complaint meet all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history h3 other text : see h.10.

Event description:
It was reported that the bd hypoint¿ hypodermic needle was clogged. The following information was provided by the initial reporter: medication would not push through the needle. Patient stated she initially thought she might have hit scar tissue. She removed the needle and tried pushing medication but it would still not flow through the needle after applying a good amount of pressure and force. Patient used a different dose.